Event description:
The pt presented with fever, back pain and chills. Culture results were positive for infection and a re-do operation was performed in (B)(6) 2012 (exact date unk). Another manufacturer's graft was implanted. The pt remains hospitalized.